Event description:
In the course of laparoscopic gastric band placement, the left leg attachment of the steris bariatric bed loosened and the patient, who was in the reverse trendelenberg position, slid off the bed and the patient struck left side of her back and hip. CT scan later identified a small acute l1 fracture. Manufacturer response (as per reporter) for surgical bed, cmax bed. They plan to inspect and will perform inservice eduacation sessions. Manufacturer response (as per reporter) for left leg holder, (brand not provided). They will inspect and perform inservice education if necessary.